Event description:
On (B)(6) 2014 the reporter contacted animas, alleging call service alarm issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: pump case removed and moisture damage was found near the motor flex connector. Investigation completed with returned battery cap. Black box shows evidence of alarms, pump could not be exercised for 24 hours due to alarm. Unrelated to the complaint, the battery compartment is cracked below bumper pad, and display is dim/fading/reddish.